Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m118529 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118529 and test base part number 190-430 / lot m118529 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118529 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118529 showed that the complaint rate is (B)(4).the evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported false results on one (1) patient with the ID now covid-19 assay. The customer reported a false positive result on a direct swab (sample type not otherwise specified) with the ID now covid-19 assay. The customer stated the swab was from the ID now covid-19 test kit and was tested immediately. Repeat testing was performed by re-eluting the same swab in a new sample receiver, generating negative results. Re-eluting the patient swab in the sample receiver is an off-label practice, and the ID now covid-19 test product insert (pi), in190000, v3.0, clearly instructs the operator in the test procedure to discard the swab after mixing it in the sample receiver liquid. The customer stated no confirmation and/or additional testing was performed. The customer confirmed there was no death or serious injury based on the ID now covid-19 result and no remedial action was taken due to "notes being incomplete." The customer stated the positive result was false despite no other confirmation testing. Additionally, the customer reported the patient outcome was "positive." Attempts to gain further information were not successful. The risk of a false positive result will not cause or contribute to a death or serious injury. However, conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result, therefore this case shall be considered reportable.